Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that he had the alarm, so he set up with a new cassette but using the same solution bags. The technical service representative (tsr) advised the hp to set up with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that the hp understood that it was not recommended to change only the cassette after receiving an alarm. The hp is aware of the proper procedure. The hp was able to continue with their therapy once they started over. There was no report of injury or medical intervention.